Event description:
Biomed called to request help with an event log review for a possible over infusion of hydromorphone. The nurse reported the pt received an over infusion of hydromorphone over a 4 day period. She needs to know if it was a programming error at start up, during the infusion, or if the pump changed automatically. The intended programming was for hydromorphone, concentration 1ml= 1mg to be set at 4mg in 5 hours. She believes that the pt received 5mg every 4 hours over a 4 day period. The nurse stated the md ordered a 0.5mg loading dose, 0.1mg pca dose with 10 min lock out time, and maintenance dose of 4mg over 5 hours. She also wanted to know when the programming for the pca was accessed. There was no pt harm or additional monitoring required. Customer states no further pt or event info is available.

Manufacturer narrative:
(B)(4). Device not received, log review only. The product will not be returned. An event log review has been requested. The data set and event logs have been received and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.